Event description:
Note: this report pertains to one of two wallflex esophageal stents used in the same patient. Refer to manufacturer report # 3005099803-2021-07958 and 3005099803-2021-07957 for the associated device information. It was reported to boston scientific corporation on december 02, 2021 that a wallflex esophageal stent was implanted to treat a malignant esophageal stricture during an endoscopy procedure performed on an unknown date. Reportedly, the patient's anatomy was not tight prior to stent placement. A few months after the first wallflex esophageal stent (the subject of MFR. # 3005099803-2021-07958) was implanted, the patient presented with dysphagia. Endoscopy was performed and ingrowth was noted. A stent-in-stent procedure was done using another wallflex esophageal stent (the subject of this report) to complete the procedure. Three weeks after the stent in stent procedure, the patient presented with dysphagia and ingrowth was again noted. Reportedly, ablation and a stent-in-stent procedure was done to complete the procedure. ***additional information received on december 21, 2021*** it was reported that both stents were non-removable, partially covered wallflex esophageal stents.

Manufacturer narrative:
Blocks b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: medical device problem code a1409 captures the reportable event of stent ingrowth. Impact code f23 captures the additional intervention of ablation and stent-in-stent procedure. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the stent remains implanted; therefore, a product analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: blocks b5 and d7a have been corrected based on additional information received on december 21, 2021.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the stent remains implanted; therefore, a product analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two wallflex esophageal stents used in the same patient. Refer to manufacturer report # 3005099803-2021-07958 for the associated device information. It was reported to boston scientific corporation on (B)(6) 2021 that a wallflex esophageal stent was implanted to treat a malignant esophageal stricture during an endoscopy procedure performed on an unknown date. Reportedly, the patient's anatomy was not tight prior to stent placement. A few months after the first wallflex esophageal stent (the subject of MFR. # 3005099803-2021-07958) was implanted, the patient presented with dysphagia. Endoscopy was performed and ingrowth was noted. A stent-in-stent procedure was done using another wallflex esophageal stent (the subject of this report) to complete the procedure. Three weeks after the stent-in-stent procedure, the patient presented with dysphagia and ingrowth was again noted. Reportedly, ablation and a stent-in-stent procedure was done to complete the procedure.